Manufacturer narrative:
The report was triggered by error and need to be withdrawn.

Event description:
Bristles of the toothbrush fell out - oral-b [device breakage]. Case narrative: a store via phone reported that a parent stated that the bristles of the oral-b toothbrush fell out while their son was brushing his teeth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bristles of the toothbrush fell out - oral-b [device breakage]. Case narrative: regulatory authority via phone reported that a parent stated that the bristles of the oral-b toothbrush fell out while their son was brushing his teeth. No injury was reported.